Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 310c31 valve, implanted (B)(6) 2009. (B)(4).

Event description:
It was reported that the right atrial lead and right ventricular lead were severed during an open heart surgery. Both leads were removed and replaced. No patient complications have been reported as a result of this event.